Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Access was obtained through the femoral artery. The 90% stenotic, de novo lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. It was noted that resistance was met during insertion of the 2.25x15mm maverick2 balloon. The physician advanced the balloon to the lesion and on an unspecified inflation, the balloon was inflated to 6atms and the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: over 18 years. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).